Event description:
Customer reported her insulin pump had locked on her. She also stated she had changed the battery and the buttons were not working. The customer stated the esc, up, and down buttons were not working. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The insulin pump has minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).